Manufacturer narrative:
H.6 investigation summary: bd received samples for investigation. The samples were evaluated and the indicated failure mode for a needle through the safety shield with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, however no needles through the safety shield were observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text.

Event description:
It was reported that a needle stick occurred during use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter. "After the nursing staff used, when discarding, the safety lock did not lock correctly and the collaborator pierced. Additional information: there was no need for profilatic treatment, the employee had did exams that shown that there was no need for medicamentation. There was no need for medical intervention, only medical exams."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick occurred during use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "after the nursing staff used, when discarding, the safety lock did not lock correctly and the collaborator pierced. Additional information: there was no need for profilatic treatment, the employee had did exams that shown that there was no need for medicamentation. There was no need for medical intervention, only medical exams."